Event description:
The user facility reported a patient was on impella 5.5 support and during support, the patient had access site bleeding. Several blood products were given. Support was continued. Care was withdrawn and the patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of access site bleeding is determined to be patient condition because the bleeding is occurring from all the access sites.